Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI:(B)(4). Investigation summary : only the instrument kit was received for evaluation. When performing the visual inspection, the trocar assembly and the sleeve appears heavily used due to it had a lot of marks of wear. The assembly and sleeve were stuck, and it is not possible to dissembled. No anomalies were observed on handle inserter molded and guide wire. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The root cause could be related to procedural variables, such handling of the device or product interaction during procedure. This failure can be attributed to the repeated use of the device causing normal wear and tear. However, it cannot be conclusively affirmed. According to instructions for use (IFU), ensure that the guide block screw is secure, then assemble the first sleeve over the interlocking trocar and position it in the bottom (distal) hole of the guide block. Drill the trocar-sleeve assembly into the medial side of the knee until the sleeve shoulder meets the guide block. As the trocar-sleeve assembly advances forward, make sure that it stays engaged, and that both elements are spinning together. This ensures that the cross pins are placed in the correct location with respect to the femoral tunnel. Place the guide pin at the appropriate position on the superior rim of the femoral notch. The trocars do not cross the femoral tunnel or penetrate bone on the other side. The sleeves do not enter the femoral tunnel. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep in italy that during an anterior cruciate ligament (acl) repair procedure on (B)(6) 2023, it was observed that during insertion of the sleeve of the rgdfx crve st acl pla xpin sys into the guide, the trocar melted with the sleeve. During in-house engineering evaluation it was determined that the trocar assembly and the sleeve appears heavily used due to it had a lot of marks of wear. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.